Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. No internal physical damage to the air/water tubes and air/water cylinders was reported. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned evis exera iii colonovideoscope, it was discovered that this unit had undergone insufficient reprocessing as foreign material was found inside the air/water tube. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing. Additionally, the unit had notable wear and tear throughout. The adjustment ring was deformed and compromised water tightness. The cylinders were lacking all color. There were cuts, dents, and cracks throughout the unit. The distal end adhesive was also detached. If additional information becomes available following the device evaluation, a supplemental report will be filed.